Manufacturer narrative:
G3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information is not provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right total knee replacement, on (B)(6) 2017 and was implanted with a recalled exactech polyethylene tibial insert. Plaintiff will also likely require revision surgery on her right knee due the recall of the tibial insert currently implanted in her right knee and the injuries she is suffering from. Plaintiff experiences daily pain and discomfort in her knees which limits her activities of daily living and impacts her quality of life. No device return anticipated due to this being a legal case. No further information.